Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 22mg/dl, 312mg/dl, 261mg/dl 282m/dl. Tests were done less than 10 minutes apart with a difference of 64%. Pt did not experience any adverse events. No further information has been reported.